Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was capped during a routine defibrillator change out procedure. The patient was noted to be doing fine after the procedure.